Event description:
It was reported that the patient received a shock and presented to the emergency room. It was discovered that the right ventricular lead was fractured. The lead was explanted and replaced. Patient was doing fine after the replacement.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received noted that the right ventricular lead had exhibited noise or electromagnetic interference which resulted in the inappropriate high voltage therapy on (B)(6) 2018. It was noted that the impedance had gone up as well.